Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to push insulin into the cartridge. The customer changed the needle as well as the cartridge and was able to successfully fill the cartridge. There was no impact to the customer's blood glucose level.